Manufacturer narrative:
.

Event description:
It was reported that left main artery occluded. Md inserted sheath and prepped intra-aortic balloon per instruction. Iab was inserted, connected to pump. Pump alarmed with message "high pressure." Helium waveform was squared off. Clinician was unaware iab did not inflate: however, radiographer knew. Balloon tracing has a boxed helium waveform and no augmentation/inflation is noted on ap waveform. The pump was exchanged and same waveforms with no augmentation tracing number three. It was decided to remove iab and insert another 7.5 fr. Iab. This iab worked from the start with the correct helium waveform and arterial pressure tracing showing good augmentation. A follow-up report will be filed if more information becomes available.